Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of a coyote es balloon catheter and a stopcock. The balloon was loosely folded with blood in the hub, lumen and balloon. Microscopic inspection revealed a pinhole in the balloon material, located on the proximal side of the markerband. Inspection of the remainder of the device revealed kinks in the shaft, 36cm and 101 cm from the strain relief. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified posterior tibial artery (pta). A 1.5mm x 20mm x 142cm coyote¿ es balloon catheter was advanced to dilate the lesion. However, upon inflation, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.